Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Complaint reference cmp-(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it is retained by legal council. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Medical product; nexgen femoral componet, catalog 00596001852, lot 62217448 nexgen lps-flex articular surface, catalog 00596205012, lot 62491561 insall/burstein ii modular knee system patellar component, catalog 00522001900, lot 62236653 palacos r radiopaque bone cement, catalog 00111214001, lot 76584339 palacos r radiopaque bone cement, catalog 00111214001, lot 76584339.

Event description:
It was reported that a patient underwent a tka revision due to infection which occured greater than 1 year post op. It was discovered during surgery that the femoral and patellar components showed signs of loosening. Attempts have been made and additional information on the reported event is unavailable at this time.